Manufacturer narrative:
The device was returned to olympus. The camera head underwent a visual inspection and functional tests to assess the device status. The user request was confirmed, error 224 displayed on screen due to faulty video cable/connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. There is no indication that this device was not used in accordance with the instructions for use/labeling. As per the IFU, "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head encountered an error code. The issue was found during preparation for use/prior to sedation. There were no reports of patient harm.